Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 4.68 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that there was a "mix up" with the facility that does the patient's pump refills so the patient heard their pump critically alarming for an empty reservoir on (B)(6) 2019. The representative confirmed via the pump logs that the empty reservoir had occurred on (B)(6) 2019. The patient was due for a refill. No patient symptoms were reported. No further complications were reported.